Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2011. It was reported that the pt was without stimulation. A diagnostic test revealed invalid impedance measurements for several lead contacts. An x-ray has been prescribed for further interrogation. In addition, an appointment with the physician has been scheduled.

Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.